Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019 around 3 pm with the blood glucose over 700 mg/dl. The customer was treated with the saline solution to hydrate, insulin drip, insulin pump and manual injection. The customer was alleging that the insulin pump was under delivering because they stated that the insulin pump caused the high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. The customer performed the displacement test and the test was failed and also performed the high pressure test and it was failed. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.